Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show a single occurrence of kbd communication error followed by alarm #24 (loss of communication with kbd). Console was powered on again, the next day, but the alarm did not reoccur. After console was brought to (B)(6), the issue was initially not reproduced during several power-cycles. The kbd assembly and its ribbon cable were visually inspected, and no obvious signs of damage or degradation (e.g. Corrosion) were observed. In the course of troubleshooting the console was set up to power-cycle 500 times (using power-cycling fixture), after which console logs were analyzed. Analysis revealed 13 occurrences of kbd communication errors and 15 occurrences of alarm #24. After the 4-in-1 was replaced and test repeated, occurrences of kbd-related errors and alarms was reduced. The cause of the controller alarm upon boot-up was loss of communication between epc and kbd, most likely due to kbd assembly malfunction. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm. There was no patient involvement.